Event description:
A report was received that a patient was having difficulties charging. It was determined the patient's pocket was too deep and the patient had a pocket revision. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device remains in patient. This is a final report.